Event description:
The clinic reported that a laser vision correction patient presented with striae in the right eye one day following a laser vision treatment. The flap was repositioned to resolve the issue. The patient did not have any loss of visual acuity.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.  Placeholder.